Event description:
It was reported while using bd precision glide¿ needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage at the hub of needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
It was reported there was leakage at the hub of the needle. To aid in the investigation, five samples and three photos were received for evaluation by our quality team. Four samples came in sealed packaging blisters and one sample came with no packaging blister. A visual inspection was performed. First, with the naked eye, and then with a 30x microscope. No defects or imperfections were observed on the four samples that came in the sealed packaging blisters. The additional sample has a void that is about 1/4" from the bottom part of the needle hub. Each sample was connected to a syringe with saline solution. Only the sample with no packaging blister showed leakage from the short shot identified during the investigation. This defect could occur if there was a process variation during the needle hub molding process. The photos provided show the sample received with no packaging blister. A device history record review was completed for provided material number 305107, lot number 1300553. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.